Event description:
According to the reporter, intra-operatively of an ivor lewis esophagectomy with right video assisted thoracoscopy, upon the anesthetist placing the oral anvil down the esophagus of the patient, the end of the oral anvil disconnected from the guiding tube easily before it was intended. Both pieces were removed from the esophagus. The device was isolated and a new one was used on the patient. There was no patient injury

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.